Event description:
It was reported via repair work order that the patient left load wheel casting was cracked in which the head section could not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.